Manufacturer narrative:
Investigation results visual evaluation of the returned device revealed that the catheter was damaged; the wire was kinked and was exposed near the handle. A brownish fluid was found inside the catheter which suggests that the device was used. Functional analysis showed that the device failed to extend. The reported complaint that the catheter was damaged near the handle and the wire was kinked and exposed was confirmed. This condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the cecum during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut the polyp and when trying to open the snare, it failed to extend. The wire on the plastic sheath was noted to be exposed. The physician was able to reposition the device and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of snare loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the cecum during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut the polyp and when trying to open the snare, it failed to extend. The wire on the plastic sheath was noted to be exposed. The physician was able to reposition the device and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.